Manufacturer narrative:
Additional information was requested and the following was obtained: was any deficiency or anomaly noted with 0 ethibond prior to use? Nothing noted what tissue was the 0 ethibond suture used on? Fascia what was the condition of the tissue (weak, diseased, healthy)? Large incisional hernia closed primarily with ethibond (interrupted) how was the suture placed (interrupted or continuous)? Interrupted how was the suture tied (in the middle or multiple knots at one end or square knot)?multiple knots was the hernia sac secure prior to the end of the procedure? Reduced what date did the patient present with symptoms (# post op days)? Breakage was noted while the patient was on the or table starting to wake up after procedure was there any patient event prior to the issue (cough, fall)? Could not recall, but patient was in the process of waking up how much of the incision was open (in cm?)? Just the area where the suture was. What medical intervention was indicated to treat the patient symptoms? Patient remained on the table and an additional suture (#1 ethibond) was used can you describe the appearance of the 0 ethibond suture during the second procedure? Broken in the middle, not at the knot was the suture intact and the tissue tore away from the suture? No, the suture broke where on the suture line was it broken? Right in the middle of the defect what is the patient medical/ surgical history? Incisionals hernia from previous procedure, could not recall any other info. What is the surgeon opinion as to the contributing factors for the post op suture breakage? Unsure, never experienced this before. Possible his needle compromised the suture. Can you identify the lot number of the cx21d? Not certain what are the patients gender, age and weight? Elderly female, weight " about average" what is the current condition of the patient? No adverse effect on patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia repair on (B)(6) 2016 and the suture was used. The suture broke post-operatively, while the patient was awakening. It was also reported that, while the patient was waking up, the staff heard/felt a pop. The suture did not break at the knot or tear away from the tissue. The patient was repaired primarily with another suture. Additional information has been requested.